Event description:
Neonate had right arm PICC that was found to be snapped apart when the rn went into the isolette. No apparent reason for breakage. Footprint PICC 1.4fr placed on (B)(6) 2025. Catheter lot #: 250708 product expiration date: 9/18/2027.